Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and was unable to duplicate the customer reported malfunction. The se found a serial number mismatch on starting up. The se replaced the universal serial bus (usb) data key to resolve the issue. The unit passed all testing and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator generated a message alert ¿expiratory valve require calibration¿. The patient was transferred to another ventilator without harm.